Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this defibrillator developed an infection. Subsequently, this device was explanted. No additional adverse patient effects were reported. This device is not expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this device was performed. Based on the available information, boston scientific concludes that although the device passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that the patient implanted with this defibrillator developed an infection. Subsequently, this device was explanted. No additional adverse patient effects were reported. This device was received by boston scientific.